Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the implant records, history includes recurrent pulmonary emboli, asthma and (dvt) deep venous thrombosis. The patient had significant pulmonary emboli within an 18 month time period and had stopped coumadin. The patient had an inferior venacavagram and renal venogram. There were no other procedural details provided. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation and tilting of the ivc filter that causes injury and damage to the patient. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and tilting of the ivc filter. The patient further experienced anxiety related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, perforation and tilting of the inferior vena cava (ivc) filter that causes injury and damage to the patient. Per the implant records, the patient had a history of recurrent pulmonary emboli and asthma as well as new onset deep venous thrombosis. The patient presented with significant pulmonary emboli within a time period of eighteen months and had been halted from oral anticoagulation with coumadin. Post completion of therapy and within several weeks of halting the therapy, the patient developed an additional deep venous thrombosis with pulmonary embolus and hypoxia on room air. This was initially unsuspected, and the patient made no note of this due to a previous history of asthma as the patient felt that this was due to underlying pulmonary disease. The patient underwent insertion of the inferior vena caval filter, a right iliofemoral venogram, an inferior venacavagram and renal venogram. There were no other procedural details provided. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years post implantation. The patient reports perforation of filter strut(s) outside the ivc and tilting of the ivc filter. The patient further experienced anxiety related to the filter.